Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date, device unique identifier (UDI) are unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. The manufacturer¿s technical services representative reviewed the submitted logs and observed no external power event while the patient¿s lvad system was connected to the mobile power unit (mpu). The customer was informed that the no external power event may have been potentially caused by the mpu power cord coming loose from the back of mpu. Additional information was requested but was provided.